Manufacturer narrative:
Section h6 of the initial medwatch report indicates: 4307. Section h6 of the initial medwatch report should indicate: 4315.

Event description:
The customer contacted physio-control to report that their device switches itself off and emits an alarm signal. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. It is not possible to repair the device. A replacement device is requested.

Event description:
The customer contacted physio-control to report that their device switches itself off and emits an alarm signal. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.